Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient became hypotensive. Intracardiac echocardiography demonstrated a circumferential pericardial effusion with evidence of elevated intrapericardial pressures. An emergent pericardiocentesis was performed with evacuation of 150ml of hemorrhagic fluid resulting in stabilization of the patient¿s hemodynamic status. Several hours later, a computed tomography scan of the chest demonstrated a large right-sided hemothorax. A chest tube was placed and approximately 800 ml of hemorrhagic fluid was rapidly drained. In addition, 6 units of packed red blood cells and 2 units of cryoprecipitate were administered. Following these interventions, the patient stabilized and was ultimately discharged, free of recurrent atrial arrythmias, on hospital day 5.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The patient had a hemothorax. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Oral abstract: hemothorax after cavotricuspid isthmus ablation with sphere-9 radiofrequency catheter using standard settings. Heart rhythm 2026 will be presented on (B)(6) 2026 and abstract will be available after (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient developing a hemothorax following ablation of the cavotricuspid isthmus ablation (cti) with a sphere-9 catheter. The status of the device is unknown. No additional adverse patient effects were reported.